Event description:
It was reported that after the initial artificial urinary sphincter surgery, the patient was dry, but not completely dry. He had the 61-70 pressure regulating balloon (prb) removed and replaced with a 71-80 prb to get him even more dry. The patient outcome was reported as good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that after the initial artificial urinary sphincter surgery, the patient was dry, but not completely dry. He had the 61-70 pressure regulating balloon (prb) removed and replaced with a 71-80 prb to get him even more dry. The patient outcome was reported as good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.